Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was kinked with all wires broken about 19 cm from the stimulation end. Lead was cut about 7 cm and 37 cm from the terminal end. Lead failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received a new ipg in (B)(6) 2008 for his scs system which already consisted of percutaneous leads implanted in (B)(6) 2004. It was reported that following the procedure, the pt was not receiving stimulation. The physician explanted and replaced the leads on (B)(6) 2008. The explanted leads were returned to the manufacturer. Follow-up on the pt found no further event reported after the replacement. No further info is available.